Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9054573 common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9054573

Event description:
Related manufacturer reference number: 1627487-2024-00231 it was reported that the patient experienced uncomfortable stimulation due to fractured leads. Next course of action is undetermined at this time. Investigation was unable to determine which of the leads fractured.

Event description:
Additional information was received that three of the leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. The right l1 lead was cut and left implanted in the patient. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.